Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after a patient was implanted with an artificial urinary sphincter (aus), while still in the hospital the patient decided to forcibly remove the urinary catheter. The cuff was very likely ruptured. The surgeon removed the urinary cuff and placed a bung inside to allow the urethra to heal to allow a cuff implantation at a later date. There were no other patient complications.